Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result): the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was blackened and broken at 2 mm from the distal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened and broken at 2 mm from the distal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic biliary sphincterotomy (est) procedure performed on (B)(6) 2025. During the procedure, when pulling the handle, the cutting wire at the front tip of the ultratome xl broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic biliary sphincterotomy (est) procedure performed on (B)(6), 2025. During the procedure, when pulling the handle, the cutting wire at the front tip of the ultratome xl broke. There were no patient complications reported as a result of this event.